Manufacturer narrative:
(B)(4).

Event description:
It was reported that a device overdischarge was suspected. The pt last recharged the device one month prior to this report. The pt had not felt stimulation for "over a month" from the date of this report. The pt was not able to communicate with the recharger and the programmer. The pt had not met with a manufacturer representative to attempt a restart of the battery. The pt met with the healthcare provider (hcp) "about four weeks ago" to attempt a reprogramming of the ins. The pt was to have the ins removed and replaced on (B)(6) 2010. The pt stated that the stimulation caused an upset stomach that resulted in the pt losing weight. No further details or pt outcome were provided. Additional info was requested but not received at the time of this report. A follow-up report will be filed if additional info becomes available.